Event description:
Same case as MDR ID: 2134265-2015-03511. (B)(4). It was reported that myocardial infarction (mi) occurred. In (B)(6) 2014, patient's clinical assessment indicated that the patient's qualifying condition was unstable angina. Subsequently, the index procedure was performed. The target lesion was located in the 1st diagonal artery with 90% stenosis and was 9 mm long with a reference vessel diameter of 2.25 mm. A non-bsc guide wire was advanced into the diagonal left anterior descending (lad) artery but the lesion was so calcified it gripped the wire and could not be advanced into the distal vessel. A 2.12mmx12 mm and a 1.25mmx20mm non-bsc balloon catheters were used and failed to cross the lesion. The physician removed the non-bsc guide wire and primarily wired the diagonal with rotafloppy wire. Subsequently, a 1.50mm rotalink¿ plus was used and the physician successfully performed rotational atherectomy. Pre-dilatation was then performed and placement of a 2.25x16mm promus premier¿ stent. Following post-dilatation, residual stenosis was 0%. The target lesion #2 was located in the mid right coronary artery (rca) with 80% stenosis and was 12 mm long with a reference vessel diameter of 3.5 mm. Fractional flow reserve could not be performed because the calcified narrowing in the mid right was too tight to allow the catheter to be passed through it. The lesion was treated with pre-dilatation and placement of a 3.50x16mm promus premier¿ stent. Following post-dilatation, residual stenosis was 0%. A post-procedure electrocardiogram (ECG) revealed showed sinus bradycardia and no ischemic changes. One day post procedure, the patient had myocardial infarction (mi). Patient's electrocardiogram ECG revealed sinus bradycardia, nonspecific st and t-wave abnormality, prolonged qt, and t-wave inversion in the anterolateral leads and cardiac enzymes were also elevated. The patient was asymptomatic and no treatment was given. The patient was discharged on aspirin and clopidogrel on the same day.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).